Event description:
Patient visited occupational therapist (ot), seeking treatment for tendonitis. Small square iontophoresis electrode applied adjacent to patient's wrist. Nothing noted on initial visit. On follow-up visit to ot, damaged skin visible in location where electrode was used. Was a "full thickness injury" that looked like a 3rd degree burn. Patient went to see their regular doctor for treatment of skin injury. Doctor referred patient to hospital for whirlpool treatment.